Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm replaced the pim assembly (0997-00-1178) and the printer (0161-00-0024-04). The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) blood backed into the iabp.